Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station went black screen after reboot. The customer noticed clicking sound from device and tried to reboot the device, but the problem was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer (fse) unplugged the drawers and cycled the power switch until the station booted, identifying drawer 3.2 as source of the issue. Further inspection, the fse identified that the drawer controller was bad. The defective drawer controller board was replaced, after which the drawer was tested. The system functioned as intended after the field service engineer repaired the device.